Event description:
The patient contacted animas on (B)(6) 2014 reporting that for the past few months they have had problems with air bubbles forming in the line. The patient reported that their blood glucose (bg) was 250 mg/dl with moderate lethargy, thirst and urination. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they have to watch when they give a bolus because they can sometimes see the air bubble in the line. This report is being made due to the air bubble issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.